Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding unknown patients with implantable neurostimulators (ins's). It was reported that the healthcare provider had scanned other patients with devices that had been off or had not been working at all and they were getting replacements. Additional information was not able to be obtained as the caller had no dates or patient names to provide. No symptoms were reported. No further complications were reported or anticipated.